Event description:
Information received from the healthcare professional (hcp) reported that the patient's implantable neurostimulator (ins) was non-functional and had shifted. The ins was explanted and the patient was implanted with a new device. Follow up information reported that the patient had experienced increasing pain in other areas with the issue. The indication for use for the implanted device was noted other chronic/intract pain (trunk/limbs). If additional information is received, the event will be updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.